Event description:
During right shoulder arthroscopy pump tubing pressure sensor malfuncitoned. Fluid continued to flow into the shoulder to excess, causing the shoulder to swell. Tubing was changed and pump then funcitoned properly. Possible leak in tubing.